Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Radiographic review identified radiolucency at the bone cement interface around the tibial component and bone loss consistent with osteolysis in the anterior distal femur subjacent to the femoral phlange, however, the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and aseptic loosening of the tibial and femoral components approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address aseptic loosening approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.